Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07338. It was reported during a kyphoplasty procedure to address injuries associated with a fall, fluoroscopy confirmed the patient's leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the leads were repositioned to cover the patient's pain pattern.